Event description:
It was reported that during a visceral procedure, the device would cut but stapled partially, partial cut and stapling. Some staples did not close and hold. Some difficulties removing the security (lock). There was additional bleeding. Manual sutures were used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.